Event description:
It was reported that a user experienced hypoglycemia while using the ilet after intermittently stopping and restarting therapy, not consistently wearing the device, and not announcing meals; the user also paused insulin delivery for several hours at a time and later performed a factory reset with assistance and resumed bionic mode. Symptoms included weakness, dizziness, and nausea, with a lowest reported blood glucose of 62 mg/dl and approximately 30 minutes below range. Outcomes included correction with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included review of usage reports and provision of troubleshooting and education, including best practices and transition guidance. Investigation of this case revealed that inconsistent use, meal non-announcement, frequent pausing of insulin delivery, and an ilet relearning period likely contributed to hypoglycemia. It was concluded that the event was hypoglycemia with an unclear cause related to user handling and that the device functioned as designed, including alerting to low glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.